Manufacturer narrative:
(B)(4). According to the information provided, the lvad pump was not explanted and will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2014. The cause of expiration was noted as "chronic infection". The vad coordinator reported that the patient was treated with daptomycin, then doxycycline suppressive therapy ongoing from (B)(6) 2014 until death. The patient also had a driveline revision for infection which was completed on (B)(6) 2014. It was reported that the patient also had a long history of recurrent gi bleeding; a date of onset was not provided. The patient had experienced dark colored stools and had anemia due to chronic gi blood loss. No gi procedures had recently been performed. The last endoscopy and colonoscopy were completed on (B)(6) 2014 and no source of bleeding was found. At an unspecified time, the surgeon had discussed stopping all anticoagulation with the patient and his wife and a decision was made to discontinue warfarin permanently. The patient was placed in palliative care. The patient had been transferred to a hospice center and expired there. The patient's health care professionals reported that they did not believe the patient's death was device or therapy related, and that it is conceivable that the patient died of anemia, or thrombus, as he was not anticoagulated. He never had a history of lvad dysfunction or malfunction. When he was discharged to hospice, whey were never notified of any alarms related to his lvad.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.